Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Additional information: upon completion of the investigation, it was noted that the supplier evaluated this complaint. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: device received in two sections. Catheter and internal wires stretched and broken 15cm from connector. Sutures attached to catheter material. No testing was possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. No corrective action required based on the above evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported: on (B)(6) 2014, the device was implanted to the patient with diffuse brain injury who is a (B)(6) male. It was found on (B)(6) 2014 that the device was broken. The device was removed and replaced to the new same product ((B)(4)) on the same day. There were no surgical delay and no adverse consequences to the patient.